Event description:
On (B)(6) 2014, a pt notified our (B)(4) affiliate reporting an ocular event ou while wearing acuvue advance contact lenses. The pt was wearing the lenses on a daily wear schedule, replacing them every month and using renu multiplus lens care solution. The pt is a first time acuvue advance user. She wore the first pair of lenses for 2 weeks when she started experiencing eye irritation. A few days after wearing the second pair of lenses 'the eyes got worse", she wore the third pair for a few days. The pt was seen by an eye care professional (ecp) and was diagnosed with corneal ulcers ou; the date of service is unk. The treatment regimen included tobradex qid the first days, "and then small dosed during 21 days" and instructed not to wear contact lenses for 2 months. The pt has resumed contact lens wear. Several unsuccessful attempts have been made to obtain add'l info. "Corneal ulcer" may or may not be a serious injury. Based on the limited info received and the pt being taken out of cl wear for 2 months; this injury will be reported as a serious injury as a worst case. Os reported in 1033553-2014-00023.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management review meetings.